Manufacturer narrative:
Siemens filed initial MDR 2432235-2020-00391 on 30-sep-2020. Additional information (27-oct-2020): siemens investigation is complete. Siemens will be updating the instructions for use (IFU) for the advia chemistry enzymatic creatinine_2 (ecre_2) assay to include etamsylate as an interferent. Customers in countries outside the us (where the drug etamsylate may be prescribed) were notified of the interference issue and siemens plan to update the IFU. Etamsylate is a hemostatic drug only used outside of the united states. In some countries, it is approved only for veterinary use. Etamsylate is currently not available for use in the united states.

Manufacturer narrative:
Siemens investigated the impact of etamsylate (also known as ethamsylate or dicynone®), which is reported to be an interferent in enzymatic creatinine assays. Based on the testing, etamsylate interferes with the advia chemistry enzymatic creatinine_2 assay, causing a >10% negative bias, at concentrations less than or equal to 6 mg/dl. Etamsylate is a sulfonic acid drug used as an antihemorrhagic agent. Etamsylate is a hemostatic drug only used outside of the united states. In some countries, it is approved only for veterinary use. Etamsylate is currently not available for use in the united states.

Event description:
Siemens investigated the impact of the drug etamsylate on the advia chemistry enzymatic creatinine_2 (ecre_2) assay. Siemens processed samples at varying concentrations (1.50 mg/dl, 3.00 mg/dl, 4.50 mg/dl, and 6.00 mg/dl) of etamsylate for ecre_2 and compared these results with the results obtained a sample with no etamsylate. Siemens observed that the bias was greatest for the sample with the etamsylate concentration of 6.00 mg/dl. There are no known reports of patient intervention or adverse health consequences due to the negative bias observed in ecre_2 results.